Event description:
The service report shows the ventilator has no audio alarm. The mallinckrodt customer support engineer (cse) verified that there's no audio alarm. The cse inspected the device and replaced the audio alarm. The unit passed extended self testing. The service history shows that the customer performed their own service. Unable to gather any additional information for this unit. There was no patient involvement.